Manufacturer narrative:
Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, partially broken retainer, serial number label stained, end cap address label faded and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir compartment ring was broken. The patient's blood glucose at the time of incident was 5.6 mmol/l. Troubleshooting did not occur for the damaged retainer ring. The insulin pump was not returned for analysis.